Event description:
It was reported that the customer experienced high blood glucose levels, which was treated with a manual injection. The caller did not know the blood glucose reading. The caller complained of nausea and vomiting. The caller stated that the infusion set, reservoir and insulin had been replaced. The caller reported that the insulin pump may have caused the presence of air bubbles and requested its replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.